Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not additional devices implanted and related to this event: pxc161400/(B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed a type ii endoleak originating from the lumbar arteries. On (B)(6) 2011, a computed tomography revealed a persistent type ii endoleak and aneurysm growth of less than 5mm. On (B)(6) 2011, the physician tried to treat the endoleak and aneurysm growth endovascularly but the guidewire and catheter were unable to be fully inserted into the patient due to extreme tortuosity. The patient tolerated the attempted procedure and will continue with follow-up care.